Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call of hospitalization for low blood glucose levels. The customer's blood glucose level at the time of incident was unknown. The customer's most recent blood glucose level was 272mg/dl. The customer was advised to speak with their healthcare provider regarding unexplained low levels, and extreme blood glucose fluctuation. Nothing is being returned or replaced at this time.